Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an explanted intraocular lens system suggested inaccurate measurements, resulting in the patient experiencing shadows and shimmering light at the edge of the lens, as well as dizziness with head movement. This led to a hyperopic surprise in the patient¿s right eye during intraocular lens implantation following cataract surgery.